Manufacturer narrative:
B3: the exact date of event is unknown, therefore the date of the reintervention was selected as date of event. D10: gore® excluder® aaa endoprosthesis - trunk ipsilateral leg endoprosthesis (rlt261212), gore® excluder® aaa endoprosthesis - contralateral leg endoprosthesis (plc121000), gore® excluder® aaa endoprosthesis - iliac extender endoprosthesis (pll161207). H3: other code and h6: code b20 - the device remains implanted, therefore no product evaluation could be performed. H6: b14 - as part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a gore® excluder® aaa endoprosthesis (a total of (B)(4) components: one trunk-ipsilateral leg (rlt261212), two contralateral legs (plc121000 on the right, plc181200 on the left), and one iliac extender on the right) was implanted on (B)(6) 2018 for an emergency endovascular aneurysm repair (evar). In (B)(6) 2024, a follow-up with CT showed suboptimal seal in the left limb (plc181200). On (B)(6) 2024, a gore® excluder® iliac branch endoprosthesis (ceb231410 - sn (B)(6)) was implanted on the left side, landing in the plc181200.